Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty component on the radio frequency board. The insulin pump was received with minor scratches on the display window and a corroded battery tube. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed and did not communicate with the meter. The customer did not provide a blood glucose reading. The customer was advised to program a normal bolus into the air and the bolus amount was recorded in the bolus history. The customer stated that a temp basal was not programmed before the alarm occurred. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.